Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
The customer's husband reported that after customer woke up profusely sweating, he took the reading of 400 mg/dl on their adc meter and gave his wife 5 or 6 units of insulin. As a result, the customer lost consciousness and was taken to a local hospital via paramedics where she was diagnosed with hypoglycemia and treated with glucose intravenously and given some orange juice to bring her blood glucose back to normal. There was no report of death or permanent impairment.